Event description:
The tech alleged tht the cardio pulmonary resuscitation does not function. No pt impact.

Manufacturer narrative:
The tech found the cotter pin had come out of the cardio pulmonary resuscitation linkage correctly the cardio pulmonary resuscitation lever to the hydraulic valve. The tech reconnected the cardio pulmonary resuscitation linkage and installed the cotter pin to resolve the issue.